Event description:
The caller reported via phone call that the customer experienced high blood glucose and that the customer's insulin pump was not delivering insulin. The caller explained that there was insulin coming out, but there were air bubbles as well. The customer primed and rewound the insulin pump a few times but was unable to remove the air bubbles. The customer's blood glucose was 512 mg/dl. The customer expressed nausea as a symptom related to her high blood glucose. The customer treated the high blood glucose with a manual injection and drinking water. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The insulin pump passed the self test. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.